Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/oh and they broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("one part of one is in my uterus"). At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: device expulsion, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/oh and they broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion ("one part of one is in my uterus"). At the time of the report, the device breakage and device expulsion outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: device expulsion, device breakage. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.